Event description:
It was reported, the patient experienced telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The patient noticed the issue with not being able to charge about 3 weeks ago. The patient reported having been in overdischarge for about a month. A physician mode recharge (pmr) was performed already and the patient was charging normally, working on first ¼ still. It was noted, the manufacturer representative (rep) suspected this was the patient¿s 3rd overdischarge. The rep was meeting with the patient to address the overdischarge.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); explanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).